Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated that they are getting insulin flow blocked on the pump. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Customer is able to remove set at this time to test site portion of infusion set. The insulin pump will not be returned for analysis.